Event description:
After pt treatment with juvederm ultra plus in the nasolabial folds, the pt immediately presented with swelling at the treatment sites. The physician prescribed an injection of benadryl. The pt then presented with hives on the chest.

Manufacturer narrative:
Medwatch sent to FDA on 06/17/2009.